Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt that he received a left hip implant, exact device name not reported, on (B)(6) 2007 and was revised on (B)(6) 2008 due to pain and loosening. He is currently scheduled for another revision on (B)(6) 2014 due to metallosis.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).